Event description:
The hearing aid (h/a) pt, who has been wearing her h/a for about 15 months, began complaining of tinnutus and headaches about 2 months ago. The h/a dispenser, after much persuasion, has finally convinced the pt to see a dr about her complaints.